Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator reported that this inactive, failure to thrive patient began to experience alarms such as red heart, yellow wrench, low bus 1, low bus 2, and low flow. A broken percutaneous lead was suspected and an x-ray was obtained; however, a percutaneous lead evaluation which was performed by a technical support repair technician verified that there were no issues with the percutaneous lead itself. In addition, the x-rays were negative in regards to identifying a percutaneous lead issue. Due to the low flow conditions, the patient was placed on pneumatic support using an ip console and stroke volume limiter (svl). The hospital team is evaluating the possibility of a device exchange.

Manufacturer narrative:
The patient remains on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.